Manufacturer narrative:
The device was received not deployed. Inspection of the download data found that the pod completed both first and second priming sequences with the expected number of pulses in each priming sequence and delivered a total of 78 pulses. The data shows that the pod generated an 0x40 alarm, indicating that the rotational sensor exceeded the maximum number of open counts, also indicating a failure to detent. The drive stall during priming resulted in the pod failing to deliver enough pulses to align the firing flat and release bar and allow the needle mechanism to deploy as intended during second prime. Rerun of the pod replicated the failure to detent drive stall. The investigation confirmed the failure to detent drive stall prevented the needle from deploying during second prime. The exact cause of the hook talons failing to detent the ratchet gear could not be conclusively determined.

Event description:
The patient's spouse reported on behalf of the patient that after wearing the pod for less than an hour, they noticed the pink slide insert did not move into the viewing window, indicating a failure of the needle mechanism to deploy as intended during activation. The pod site was not provided and no patient consequences were reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.